Event description:
It was reported that "a patient underwent a posterior lumbar interbody fusion (plif) at l2-l5. At the time of conducting discectomy at l4/5, a tip of disc shaver was caught in dura mater and damaged it. The surgery was resumed after stitching up the damaged site.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. However, submitted picture appears to show instruments from the associated complaint. No apparent crack or fracture observed. No additional information about the event can be determined from the submitted pictures. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.